Event description:
The staple was not packaged inside the inner packaging. When the outer package was opened by the nurse the implant was exposed, and the inner packaging was sealed shut but empty. The sterility of the product was not compromised, and the product was implanted.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would be related to rough handling during shipment of this product to the customer.